Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient was disoriented. The behavior of the display device at that time was not described. It was not documented if a bg was checked. The siblings provided carbohydrates. The patient vomited. The parent called ems at 1530. The egv on the tandem display device was 240 mg/dl and it was not documented if the bg was checked. On the way to the hospital, emts administered glucagon. At the hospital, after treatment with carbohydrates and glucagon, the bg was 149 mg/dl while the egv was 240 mg/dl at 1600. According to the report, the parent and hospital staff thought dexcom inaccuracies caused tandem to give too much insulin. The pump insulin dispensing was turned off. Tests were performed on urine, blood, finger sticks. An unspecified time later, the egv was accurate with high reading and bg 324 mg/dl during the call the same day. Calibration educated was provided and new reading from cgm was 363 mg/dl. The patient was stable and was discharged the same day. The patient was fine at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.